Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected UDI# (B)(4). Reported event was confirmed with product return for evaluation. As returned, a portion of the screw head was fractured and missing. Visual inspection of the device identified gouging and damage on all surfaces of the head. The device was submitted for further analysis. The analysis determined the screw fractured longitudinally at its head end, and the fracture surface showed severe post-fracture damage. Fracture surface showed sheared ductile overload dimples indicating bending overload mode of fracture. Elemental analysis of the device confirmed it to be consistent with material specifications along with possible oxidation and contamination with the elements such as na, p and ca. It is unknown what devices got in contact with the screw. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer cup, catalog#65875304801, lot#64165067. Zimmer stem, catalog#65771101000, lot#64144770. Zimmer head, catalog#00877503201, lot#2965910. Zimmer liner, catalog#00877500832, lot#2965775. Zimmer trilogy bone screw, catalog#00625006525, lot#64205286. Zimmer trilogy bone screw, catalog#00625006520, lot#64076436. Report source/foreign country: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip replacement. During surgery, it was noted the bone screw fractured during use. There was no harm or injury to patient. The surgery was completed with a second device. Attempts have been made and additional information on the reported event is unavailable at this time.